Event description:
It was reported that the compressor's transformer was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was confirmed during evaluation of the provided problem description. Our fse (field service engineer) was on-site to investigate the issue further and found out that the compressor's transformer was defective and required replacement. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).